Event description:
Patient went into dka several times. Troubleshooting was performed. The lead screw rotated accurately, and the insulin did not exit. It was stated that the driver block moved freely across the lead screw in the locked position, but it did not move when the lead screw was turned manually. Family member was uncomfortable with the pump and requested a replacement.